Event description:
An endurant ii stent graft system was implanted for the emergent endovascular treatment of a rapidly expanding abdominal aortic aneurysm and the patient presented with back pain. It was reported that after implant of the endurant stent grafts the physician was ballooning the right common iliac limb with a reliant balloon and ruptured the common iliac artery. The balloon was completely within the stent graft. The reliant balloon was placed proximal to the rupture within the stent graft and inflated while the physician performed a retroperitoneal incision to determine the severity of the rupture. At that time they relined that endurant limb with another 16x16x124 endurant limb. The exposure to the right common iliac showed a large chunk of calcium that had torn through the native iliac artery. After the second endurant limb was placed, a final angio revealed no endoleak and no contrast in the retroperitoneal space. The patient¿s blood pressure dropped to a mean of 40 during the active rupture. The patient left the or with normal blood pressure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).